Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ("removal of essure was scheduled") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 755 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of pruritus ("pruritus on scalp") and the second episode of pruritus ("pruritus on lower limbs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery (two). Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced the first episode of pruritus (seriousness criteria medically significant and intervention required), the second episode of pruritus (seriousness criteria medically significant and intervention required), feeling drunk ("feeling of drunkenness"), limb discomfort ("heavy legs") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of pruritus, feeling drunk, limb discomfort and fatigue had resolved. The reporter considered fatigue, feeling drunk, limb discomfort, the first episode of pruritus and the second episode of pruritus to be related to essure. The reporter commented: essure removal was performed on patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Most recent follow-up information incorporated above includes: on 27-jul-2018: essure device removal questionnaire - patient's demographic data; medical history (two vaginal deliveries), essure removal method (salpingectomy - removal was performed on patient's request); previous reported event removal of essure was scheduled deletion (it was considered to be a non-drug treatment); new adverse events (feeling of drunkenness, pruritus on lower limbs, heavy legs, fatigue, and pruritus on scalp); reporter's causality assessment (physician considers that essure contributed to occurrence of the events); and regulatory authority (ansm) reference number (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.